Event description:
Patient reported that device was beeping and running through screens. Patient could not stop the device from doing this by pressing the device's buttons. Patient stated that device's screen looks like it has moisture in it. Device's battery was replaced and device started to cycle on screen/reset, but piston rod would not retract or extend. Patient switched to back-up device. Patient's blood glucose was not affected, and no treatment was received.